Event description:
The customer reported that while the unit was in use on a pt, the unit experienced intermittent nibp failure. The pt was treated for a high blood pressure condition when they did not need to be treated. No pt injury was reported.